Event description:
It was reported that the right ventricular (rv) lead would not pace after it was implanted. The lead was explanted and replaced. Additional information was requested from the field representative. This investigation will be updated should further information becomes available. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Additional information received indicates that the explanted lead sensed but did not pace. The pacing impedance was high and reached out of range intermittently. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead would not pace after it was implanted. The lead was explanted and replaced. Additional information was requested from the field representative. This investigation will be updated should further information becomes available. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information received indicates that the explanted lead sensed but did not pace. The pacing impedance was high and reached out of range intermittently. No additional adverse patient effects were reported.